Event description:
Patient reports their pump is malfunctioning. States it is speeding up on infusion and behaving strangely. Pump serial number is (B)(6) and is used for hizentra infusions. Expiration date is unknown. Patient did not report a missed dose or any interruption to therapy. Pt did not report an adverse event due to malfunctioning pump. The pharmacy did replace the device. Date of malfunction is unknown. It is unknown if md is aware. No further information, details, or dates provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.